Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a dramatic rise in pacing thresholds and pacing impedance measurements over 3000 ohms. A physician attributed the abnormal measurements to a lead fracture. There was no pacing inhibition and the patient is not dependent. Nevertheless, the lead was explanted and replaced. The device was discarded during the procedure and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a dramatic rise in pacing thresholds and pacing impedance measurements over 3000 ohms. A physician attributed the abnormal measurements to a lead fracture. There was no pacing inhibition and the patient is not dependent. Nevertheless, the lead was explanted and replaced. The device was discarded during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to inform the conclusion code update. If information is provided in the future, a supplemental report will be issued.